Manufacturer narrative:
Additional information was received that the patient underwent a battery replacement procedure. No malfunction was suspected. The physician preferred to put in a new ipg to improve patient's system performance because the patient was charging very frequently. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg would no longer hold a charge for twenty four hours. The patient will undergo a battery replacement procedure.

Event description:
A report was received that the patient¿s ipg would no longer hold a charge for twenty four hours. The patient will undergo a battery replacement procedure.